Event description:
I had bi-lateral lasik eye surgery 01/2001. I ended up over corrected and am now hyperopic by +1.5 to +2.0. The flaps that were cut have micro wrinkles and one flap has a minor tear or button hole. In both eyes I suffer from starburst, halos, glare, loss of contrast, and double vision. I also suffer with painful dry eyes. This surgery has completely ruined my life. I feel very cheated that the FDA continues to allow this procedure with so many people's eyes being damaged.